Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was placed on a representative charger running v16 software to charge. After a few minutes, the charging led (light emitting diode) changed from flashing green to flashing red. The handle was removed from the charger but did not initialize and the battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped. It was reported that the handle did not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the device would not turn on. There was no patient involved. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated.